Manufacturer narrative:
The product was returned. Per the pce: "based on associated device history records, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. Visual and physical inspection of the extractor shows a bent threaded tip and stuck threads. The complaint is therefore confirmed. The instrument was put into a vice grip in attempts to unstick the threads, however the threads would not move. The complaint states that this happened twice due to the surgeon being rough with his instruments. The threads most likely failed due to improper handling as seen by the bent tip of the taper extractor (pn: 4072-98-02). It is also possible there is some sort of foreign material that was introduced into the threads causing them to stick. However, since the threads will not budge, it is impossible to determine the exact root cause of failure." Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues reported for this item for this reason. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint: (B)(4).

Event description:
It was reported that during a shoulder arthroplasty procedure, the taper remover's threads would bind up and not turn. This occurred twice. As per the inventory coordinator, it was found out that the surgeon was being rough on the instruments. No further information is available.